Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer' mother reported via phone call that their insulin pump had received multiple pump error alarms. The customer¿s blood glucose was 165 mg/dl. The customer also states had received a critical pump error alarm. Troubleshooting was performed for pump errors and noticed they are not able to rewind the pump. The customer states pump was not exposed to a high magnetic field. The customer was advised the pump requires replacement and to discontinue use of the pump. Advised to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to verify pump error 35 and perform the rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump was received with scratched case, pillowing keypad overlay, serial number label fading and minor scratched lcd window.